Event description:
Ide patient implanted with a prodisc-c on an unknown date, was returned to the operating room on (B)(6) 2011 for removal due to subsidence and revision to fusion.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Obtained from operative report received. The surgeon noted that based on an x-ray taken some time post-op that the one level prodisc-c implant subsided into the vertebral body on the upper level due to the implant likely being undersized. Implant sizing is thoroughly explained in both the surgical technique guide as well as the mandatory surgeon training that every surgeon must attend and complete prior to performing any prodisc-c surgeries. Improper sizing of the implant can possibly result in a number of hazards to the patient, one of which is continued patient pain, another is implant subsidence into the adjacent bone. Subsidence is a possibility whenever the implant endplate selected does not adequately cover the vertebral body endplate. In this case, it is unclear whether the implant was sized appropriately. Additionally, the surgeon may have been overly aggressive in remodeling the bony endplates on the vertebral bodies. The weakened vertebral endplates could have permitted subsidence of the implant endplate. Even if the appropriate size implant endplate was selected and excessive bony remodeling did not occur, subsidence is still a likely possibility if the patient's bone quality was less than optimal implant subsidence is already covered thoroughly in the implant risk analysis proper technique and patient selection to minimize implant subsidence are already addressed in the surgeon technique guide and surgeon training. It appears from the operative report that there were also complications with the c4/c5 disc space (herniation). It is also unclear at this time whether the patient's pain was coming from the pdc implanted level, or the adjacent c5/c6 level. It is unclear as to exactly what is causing the patient symptoms or any subsidence.